Event description:
It was reported that during a pulsed field ablation procedure, while the catheter was in the left atrium, the guidewire became immobile. The catheter was successfully removed. The guidewire and the catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012649869 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Guidewire to catheter compatibility testing was carried out. The catheter was received with a guide wire inserted through and exits the tip approximately 1 inch. The guidewire was observed to be stuck and resistance was observed during retraction of the guidewire. After several attempts the guide wire was removed from the catheter and was extended. A residue was observed to be stuck on the guidewire in the guidewire lumen. Verification of steering mechanisms were carried out. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanisms were carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity and hipot/lopot verifications (where applicable): electrical continuity test revealed an open loop on the electrode #6 wire. During inspection of the shaft segment, broken electrode # wire(s) was observed. During inspection of the shaft segment, a residue was observed stuck on the guidewire in the guidewire lumen. In conclusion, the catheter failed the return product inspection due to a stuck residue was observed on the guidewire inside the guidewire lumen in the shaft section and broken electrode wire observed in the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.